Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead site. Symptoms were swelling, redness, drainage, and pain at the site. The physician was unsure if the infection was device or procedure related. The patient was given prescribed antibiotic. The patient was reportedly doing well.